Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was over 300 mg/dl and a bolus via the pump was used to address the bg level. Tandem customer technical support (cts) had the customer perform a system check using the current supplies on the pump and the occlusion appeared to be within the infusion set tubing. However, the customer reported to have used apidra insulin in the cartridge. Cts discussed with the customer that apidra insulin was not labeled for use with the pump. The customer acknowledged the information.